Event description:
It was reported the pt was having difficulty charging and communicating with her ipg. The pt did not lose stimulation coverage; however, it was noted the pt's ipg was not lying flat in the pocket. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.